Manufacturer narrative:
Corrected b5 with additional information that was included in version 2 of the reportability decision form within the complaint ticket.

Event description:
The customer reported a false not detected result on the alinity m hr hpv amp kit. Sid (sample ID) (B)(6) was run on (B)(6) 2024 and gave a result of 'not detected'. When retested on 01/11/2024, a positive result for hr hpv other a was obtained. The result was initially reported as hpv negative (as the negative results are auto-released from the alinity m to the lis (laboratory information system) and then validated. Following the repeat result, the report was amended to hpv other detected, and recall now for a lbc (liquid-based cytology) as cytology is indicated. The cytology was performed on 01/16/2024 and was negative for intraepithelial lesion or malignancy, and recommendation to recall in 12 months for hpv. Recommendation of 5 year recall changed to recall now for cytology, and then in 12 months for hpv test. There was no report of impact to patient management.

Manufacturer narrative:
Investigation into this complaint included a customer data review, a quality data review and a complaint history review. Investigation is summarized as follows: retain sample evaluation. The file sample testing did not identify a product deficiency for the alinity m hr hpv amp kit (list 09n15-090) lot 386764. Customer data review: customer result log files were reviewed. The runs which involved the discrepant result were valid and met assay specification requirements. The validity of the run met assay specification requirements, and no error codes or flags were displayed for the run controls. A product deficiency could not be identified from this analysis. Quality data review: device history record / batch record review: the device history records (DHR) review for alinity m hr hpv amp kit (list 09n15-090) lot 386764 (including the components) was performed. The manufacturing packets were reviewed to identify any issues related to the reported complaint during production of the lot components. No issues were identified. No issues were found during quality control (qc) testing. The products passed quality specifications at the time of release. CAPA / non-conformance review: the CAPA review for alinity m hr hpv amp kit (list 09n15-090) lot 386764 (including the components) was performed to identify any records that were potentially related to the reported complaint. The search did not identify any records related to the reported issue for this lot number. Complaint history review: a lot specific complaint history review was performed to identify any similar complaints to the ticket being investigated, which reported discrepant results while using alinity m hr hpv amp kit (list 09n15-090) lot 386764. A trend violation for list 09n15 was not identified. A product deficiency was not identified by this evaluation. Based on the results of the investigation elements, a product deficiency alinity m hr hpv amp kit (list 09n15-090) lot 386764 was not identified.

Manufacturer narrative:
Elevated complaint investigation will be initiated. This incident is being reported to FDA because the incident occurred in new zealand using the alinity m hr hpv assay, list number 09n15-090, which is the same/similar to the alinity m hr hpv assay, list number 09n15-095, which received FDA approval.

Event description:
The customer reported a false not detected result on the alinity m hr hpv amp kit. Sid (sample ID) (B)(6) was run on (B)(6) 2024 and gave a result of 'not detected'. When retested on (B)(6) 2024, a positive result for hr hpv other a was obtained. There was no report of impact to patient management.